Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a total knee replacement surgery yesterday and they turned the therapy off before the surgery. Today, however, the patient was unable to connect to the ins to turn the therapy back on because they kept getting the 'device is not responding' message. The patient confirmed they were holding the communicator in the optimal position over the ins. The patient repositioned the communicator and pressed 'retry' but continued to get the same message. The patient did not wish to continue troubleshooting and requested that a manufacturer representative (rep) come to the hospital to assist them. The national answering service (nas) was provided to the nurse that was with the patient. The patient said they would have the nurse call nas and request to have their local rep paged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.